Event description:
The primary IV tubing allowed the secondary to back-flush into the primary ivf bag.

Event description:
The primary IV tubing allowed the secondary to back-flush into the primary ivf bag.